Manufacturer narrative:
This supplemental is being sent to include the investigation conclusion code that was omitted from the h6 field of the initial report. The investigation conclusion code that should have been included at the time of submission of the initial report is: 67. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On august 03, 2021, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter read inaccurately erratic and inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. It was not reported when the alleged meter inaccuracy began. The patient claimed obtaining blood glucose readings of ¿95, 102 and 193 mg/dl¿ with the subject meter, performed within 20 minutes of each other. She also reported obtaining what she felt were inaccurate high blood glucose readings of ¿193, 200 and 199 mg/dl¿ with the subject meter. The patient stated that she manages her diabetes with glipizide medication and when her blood glucose is above 170 mg/dl, she takes an additional glipizide pill on the advice of her health care professional. The patient stated that between (B)(6) 2021 and (B)(6) 2021, she took an additional glipizide pill as a result of the alleged issue. The patient reported that on (B)(6) 2021, after the alleged issue began, she started feeling ¿shaky¿ and for that reason was not able to walk even with her walker. There was no report of medical treatment/intervention received due to the alleged issue. No other device was used for testing. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter. The cca noted that the same approved sample site was used for testing and that the correct testing process was being followed. The cca confirmed the test strip vial was intact and the test strips were in good condition. The cca noted the patient did not have control solution available to perform a quality control test. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking additional medication based on alleged inaccurate results obtained with the subject meter.